Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2023).

Event description:
It was reported that prior to a port placement procedure, the catheter allegedly had leak. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure, the catheter allegedly had leak. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port attached to a catheter in three segments were returned for evaluation and one electronic photo was provided for review. Gross, microscopic visual, tactile and functional testing were performed. During visual evaluation three circumferential breaks were noted on the returned catheter. Upon microscopic evaluation, striations were noted throughout the catheter surfaces. Furthermore, no visible leak was noted in the provided photo. Therefore, the investigation is inconclusive for the reported leak issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported catheter leak issue as no visible leak or catheter damage was noted in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h6 (method) h11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter allegedly had leak. The procedure was completed using another device. There was no patient contact.